Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they needed help in increasing their stimulation because their symptoms were starting to revert back to what they used to be like before they got the therapy. They stated that their urine steam wasn't nearly as good as before, she had started going (pee) a lot more and in shorter durations with not as much urine, "things like that". Patient could feel stimulation in their bike area and was redirected to their health care professional if symptoms did not improve. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they needed help in increasing their stimulation because their symptoms were starting to revert back to what they used to be like before they got the therapy. They stated that their urine steam wasn't nearly as good as before, she had started going (pee) a lot more and in shorter durations with not as much urine, "things like that". Patient could feel stimulation in their bike area and was redirected to their health care professional if symptoms did not improve. No further complications were noted or anticipated.